Event description:
Complainant alleged that during training by facility staff, the device displayed an "error 70" message on the monitor screen while attempting to discharge the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.